Manufacturer narrative:
H.6. Investigation: four photos were received and evaluated. The photos depicted a single loose 3ml syringe with a needle attached, as well as a top web from package from batch #9189773 (p/n 309570). In one photo the needle has no shield. Numerous white foreign matter particles were observed covering the surface of the cannula with many concentrated around the tip. Fm was larger than level 2 in size in some areas clumped together and appeared to be in front of the fluid path. This is a rejectable condition per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9189773 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the foreign matter defect is associated with the needle manufacturing process. The photos will be forwarded to the needle manufacturing site for evaluation. No corrective actions are necessary for the canaan site based on the defective rate identified. Batch 9189773 is considered in compliance with our product specification requirements.

Event description:
It was reported that foreign matter was found on the bd syringe luer-lok¿ tip with bd precisionglide¿ needle before use. The following information was provided by the initial reporter: "it was reported that a foreign material was found on the needle.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the bd syringe luer-lok¿ tip with bd precisionglide¿ needle before use. The following information was provided by the initial reporter: "it was reported that a foreign material was found on the needle."